Event description:
It is reported that the femoral component loosened. Pt was revised.

Manufacturer narrative:
The MFR did not yet received devices for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. As soon as the parts are received and an investigation result is available, a f/u report will be submitted. (B)(4).